Event description:
It was reported that the customer had low bgs. Instructed the customer to take a fast acting glucose source. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. Suggested the customer to call their doctor to discuss possible causes of low bgs. In addition, a lead screw test was completed and passed. During the call the customer was hosptialized for low bgs. A replacement pump was requested.